Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device presented no damage or irregularities. The handshake connection was inspected, and there were no issues with the handshake connection, allowing the burr catheter to be connected to a test rotablator advancer for functional testing; the returned advancer handshake connection was bent, preventing the burr catheter from being connected. Functional testing was performed by connecting the rotablator device to the console system. The rotablator system was able to reach optimal speed with no issues.

Event description:
It was reported that the procedure was not completed. A 1.50mm rotalink burr was selected for use. Upon preparation, the patient was already sedated when it was noted that the advancer was leaking gas. The procedure was not completed due to the event and was reschedule on a later date. No complications reported and patient was stable. It was further reported that there was no visual issue with the device.

Event description:
It was reported that the procedure was not completed. A 1.50mm rotalink burr was selected for use. Upon preparation, the patient was already sedated when it was noted that the advancer was leaking gas. The procedure was not completed due to the event and was reschedule on a later date. No complications reported and patient was stable.